Event description:
It was reported that a solution set with 15 micron disk filter had a no flow issue with an attached albumin set. This occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should the sample be received, lot number become known, or other additional relevant information become available, a supplemental report will be submitted.